Manufacturer narrative:
Medical device expiration date: unknown. Customer reported lot # 500009933. This is not a valid bd lot number for this cat #. (B)(6). Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that blood leaked from the bd vacutainer® adapter with luer adapter. There was no report of injury or medical intervention.